Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was arteriotomy closures at two puncture sites in the right common femoral artery using the pre-close technique via an 8f sheath holes prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device at the first puncture site. The sutures of two new proglide devices were successfully pre-placed. Another cuff miss occurred with the first proglide device at the second puncture site. The sutures of two new proglide devices were successfully pre-placed. The sheath size was upsized to 16f at both puncture sites and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures at both puncture sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.